Event description:
Over-infusion. Pump was connected to a patient infusing fentenal pre-op in the ob unit pump was placed on patient at 530am and was done infusing by 730 am (patient received 250ml in 2 hours) which doctor indicates was too fast. Doctor indicated that neither the pump box nor the keypad were locked.

Manufacturer narrative:
Investigation results: the pump was received and a visual inspection was performed, no external damage was noted. The operational log was reviewed: on (B)(6) 2012 at 04:11 a standard infusion was started with a rate of 117.6 ml/h. At 06:03 the infusion completed with a total volume infused of 217.7 ml or 99.1% of the expected volume. The pump went into kvo (keep vein open) at a rate of 3.0 ml/h and at 06:04 the pump was placed on hold. At 06:05 a standard infusion was stated with a rate of 12.0 ml/h. At 06:55 the infusion completed with a total volume infused of 10.0 ml or 100.0% of the expected volume. The pump went into kvo at a rate of 3.0 ml/h and at 06:56 the pump was placed on hold. Per the operational log the pump was programmed with two primary infusions on the day of the reported event ((B)(6) 2012) between the times of 04:11 and 06:04 for a total volume infused of 227.17 ml. There¿s no indication the pump over-infused or any malfunction occurred. The pump operated as programmed by the user and within specification. B. Braun completed an evaluation of this pump per the service/repair and product complaints procedures. The pump met all standard testing requirements. No patient injury was reported as a result of this event.